Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not delivering energy. Hemopro 2 device was not providing sufficient cutting and cauterization. The customer continued to use the cord and was able to finish the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not delivering energy. Hemopro 2 device was not providing sufficient cutting and cauterization. The customer continued to use the cord and was able to finish the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h6 device code changed to failure to deliver energy trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The connectors on both ends were observed to be intact. No visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh tool produced steam and heat during 5-second activations and shut off when the toggle was released. A poly fuse electrical test was performed. The evh tool shut off power to the heater after 5-10 seconds of activation periods. And activated again by manipulating the toggle switch after a resting interval of about 10-15 seconds. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed.